Event description:
It was reported that exposed bare wires on a damaged power cord had caused a nurse to be shocked. No information regarding the severity of the injury or treatment details have been provided to stryker.

Event description:
It was reported that exposed bare wires on a damaged power cord had caused a nurse to be shocked. No information regarding the severity of the injury or treatment details have been provided to stryker.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.